Manufacturer narrative:
(B)(4). Additional manufacturer narrative: stenosis of an implanted valve may be a manifestation of structural valve deterioration, which can encompass multiple failure modes. In this case, the device was not returned to edwards for analysis because it remains implanted in the patient, as this was a valve-in-valve (viv) procedure. At this time, edwards lifesciences is unable to conclusively determine the root cause for this event or confirm the clinical observation. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that ten (10) years, seven (7) months post-implantation of this 27mm bioprosthetic mitral heart valve, a transcatheter valve was implanted (valve-in-valve) due to stenosis. A 26mm transcatheter valve was implanted without any reported complications and the patient was listed in stable condition, following the procedure.